Manufacturer narrative:
Intuitive surgical inc. (Isi) received the medium-large clip applier instrument associated with this complaint. Failure analysis confirmed the reported event. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier instrument would not release after clipping tissue. The tissue was torn when the instrument was removed. The extent or cause of the injury is unknown at this time. The procedure was completed robotically with a 15 to 30 minute surgical delay.